Event description:
The manufacturer received information alleging a ventilator's lcd display was broken. There was no harm or injury reported. The device was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device¿s lcd display needs replaced to address the issue.